Event description:
An adc customer reported receiving a reading that was higher than he felt but could not retrieve the specific reading from his adc precision xceed meter memory. Customer stated based on the perceived high reading he self-dosed with "too much insulin as a result" and experienced a loss of consciousness. Customer further reported he was treated by an "emergency doctor at home, then (transported) and admitted to the hospital". Customer stated he was diagnosed with hypoglycemia but was unconscious during his 10 hour hospital stay and does not recall the specific treatment provided to him. There was no report of death or permanent impairment associated with this report.

Manufacturer narrative:
The customer's product was requested back for investigation and a supplemental report will be sent once investigation results are available. Note: the manufacture date of the meter sn associated in this complaint is not known. (B) (4).

Event description:
It was reported that the device was explanted after an implant duration of approximately 119.83 months. Through the operative report, it was learned that the device was explanted due to aortic regurgitation and calcification.

Manufacturer narrative:
The complaint was not confirmed and no new issues were observed. All functional test results were within range specification. No errors were observed during control solution testing. The reading the customer reported was found in meter memory. This is a final report.